Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring on the battery cap was visible, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to a dim discolored display. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The alleged intermittent power event was not duplicated during investigation. Unrelated to the original complaint, the ok key was intermittently responsive. The contrast, up arrow, and down arrow keys were responsive to user input. The keypad was removed to find the ok button contact was cracked. Contamination was found under all button contacts.